Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery bypass procedure, the device broke off and was unable to be fired even when the green button was pressed and handle was squeezed, wherein when the charge/reload was triggered, it did not work. Also, had a poor staple formation. There was no patient injury.